Event description:
It was reported in a service report the fowler will not raise or lower. It was reported that there was a patient involved. However, there was no adverse consequences reported as a result of this issue.